Event description:
It was reported that the ilet displayed repeated alert 38 motor stall alarms despite supply changes, indicating a device motor stall malfunction in the insulin delivery mechanism. Symptoms included no changes in blood glucose and no reported adverse clinical effects. Outcomes included reliance on an alternative insulin therapy until a replacement device arrived, with no medical intervention or hospitalization. Investigation included troubleshooting with the user and collection of device information to confirm the alarm history and delivery issue. Investigation of this device revealed a suspected stalled motor condition consistent with a device malfunction in the pump motor pathway. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.